Manufacturer narrative:
We have gone to the field for further resolution to this issue. This report will be updated when further information is received.

Event description:
Boston scientific received information that this device was not able to be interrogated by latitude. Troubleshooting has been performed and to date there has been no resolution as to why this device can not be interrogated. Boston scientific technical services (ts) is thinking that at the patient's last office visit, the radio frequency telemetry may have been accidentally turned off. The field representative has been contacted and is looking into this possibility. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted for normal battery depletion and returned for analysis. Upon analysis the device was found to meet longevity. It was found that the rf telemetry was programmed off. Once it was programmed on, the rf telemetry operated normally. The device was found to have met specification.

Event description:
--